Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015 to report on behalf of the patient that the receiver displayed a hardware error on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available. It was reported that the patient is under the age of two. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 platinum continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.